Manufacturer narrative:
The syringe that was involved in this incident was returned and examined by bdcp's qa department. Complaint: needle came out and under the skin. Results: the sample revealed: needle pulled out from syringe due to insufficient epoxy in th hub - confirmed mfg defect. The results of the evaluation indicate that the above conditions are quality assurance/control related.

Event description:
User claims that while he was injecting himself with an insulin syringe, the needle broke-off in his penis. This necessitated him going to the emergency room to have the needle surgically removed.